Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump was not infusing. No adverse effects were reported.

Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis in good condition. The device was reported to not infuse. The customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The cause of the issue is unknown but the expulsor will be trimmed to resolve the issue.